Event description:
The mesh was implanted 12/1996, in a diabetic pt, directly against the muscle of the shin to promote scar tissure growth in order to replace fascia which had herniated. In 6/1997, the area of the mesh was examined surgically due to the pt complaining of irritation in the area of the surgery. The dr found that sufficient scar tissue had grown over the muscle to replace the herniated fascia. The dr noticed that the area of the muscle just under the mesh now had a pattern of the mesh. The mesh was subsequently explanted. Note: this incident was not reported as a product complaint, but as a request for further info about such a pattern forming on th muscle relative to the mesh. The MFR and the reporting nurse believe this event may have been related to the pt's diabetic condition and not to the product, which appears to have worked well.